Manufacturer narrative:
We have not received the complaint device for evaluation since it was discarded. Hence, we could not conclusively determine the cause of the malfunction. The pictures of the complaint device that was provided to us by the surgeon did not display any malfunction with this device. We observed both internal carotid balloon and common carotid balloon to have deflated completely. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our manufacturing team does conduct 100% inspection on each device and tests them for balloon functionality. Each balloon is inspected to ensure they inflate and deflate properly. This device was checked before use and was found to be functional. At this time, we could not conclusively determine the root cause of this defect. Since the balloon operated properly during pre-use check, it is possible that some anatomical factors may have led to this deflation issue. There was no injury to the patient as the result of this malfunction.

Event description:
During carotid 'endartectomy' procedure, surgeon attempted to deflate the internal carotid balloon of a f3 carotid shunt by aspirating the liquid inside the balloon using a syringe. However, he was unable to deflate the internal carotid balloon. Surgeon had to press on the patient's artery for a forced deflation in order to remove it from the his artery. There was no injury to the patient as the result of this malfunction.